Event description:
It was reported that the patient experienced a cerebrospinal fluid leak with headaches of mild severity. It was stated that the event was related to the implant procedure. On (B)(6) the patient¿s fluid and caffeine intake were increased and the patient was given oral no doze. On (B)(6) the patient was started on oral fioricet. It was reported that the event had resolved without sequela as of (B)(6). The device system was used to deliver dilaudid, bupivacaine, and clonidine. Eleven days later, it was reported that the pump and catheter had been explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The event date was updated to (B)(6) 2013, which was the date of the previously reported lab results which determined the patient had staphylococcus aureus. The patient also experienced a fever in addition to the previously reported symptoms. The patient outcome was reported as resolved without sequelae as of (B)(6) 2013. This event was also reported under manufacturer report #3004209178-2013-08755 [information reported regarding patient hospitalization with staphylococcus aureus; meningitis; system explant.]. Any additional information received will be reported regarding that event and the csf leak; explant; analysis will be reported under this manufacturer report number (#3004209178-2013-10776).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Final analysis of the catheter revealed the pin/collet was not fully locked in place and there was a tear in the seal of the sutureless connector near guide ring.

Manufacturer narrative:
. The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. The previously reported result code is being updated/corrected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported according to records the subject was explanted and exited from the clinical study on (B)(6) 2013 because of a pump pocket seroma.

Manufacturer narrative:
.

Event description:
Additional information received reported the date of onset had been (B)(6) 2013. Lab results on (B)(6) 2013 were positive for the stap hylococcus aureus. In terms of interventions, the patient was given pipercillin/tazobactam 3.375 gm intravenous (IV) every eight hours and vancomycin 1750 mg IV every twelve hours on (B)(6) 2013. The system, as previously reported, was explanted the following day. It was re-confirmed the patient recovered without sequela on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), explanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information: on (B)(4) 2013, the patient recovered from the spinal meningitis and was discharged from the hospital. On (B)(6) 2013, the patient was seen in the office post hospital discharge and the patient was doing well. On (B)(6) 2013, the patient was doing well and this was the last time the patient was seen in the clinic.

Event description:
Additional information received reported that one month after the last pump was implanted in (B)(6) 2013, the patient developed a fever and was diagnosed with spinal meningitis. The pump pocket was infected and the patient almost died. At the time of the event the pump was being used to deliver clonidine, morphine, and an unknown third drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.